Event description:
It was reported that the patient had three urinary tract infections since the patient was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer: model 3037, serial # (B)(4), implanted: na, explanted: na; lead: model 3889, lot # v434656, implanted: (B)(6) 2010, explanted: unk.